Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort and stiffness in his left thigh, left hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; inflammation and infection of the left hip-joint; swelling; chromium and cobalt metal toxicity; lack of mobility; inability to work; and other complications.